Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 380 (mg/dl). Due to the event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.